Manufacturer narrative:
A specific cause for the reported driveline infection could not be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297. Approximate age of device- 10 months the patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient presented to the emergency room complaining of drainage around the driveline site. White drainage was initially observed. It was reported that the patient was admitted from (B)(6) 2017 due to a previously unreported ongoing driveline infection. A CT of the abdomen showed 2.1 cm rim-enhancing focal fluid collection within the subcutaneous fat adjacent to the driveline with rim enhancement, concerning for abscess formation. Cultures from (B)(6) 2017 grew two colonies of pseudomonas aeruginosa. The patient underwent a wound debridement and wound vac placement on (B)(6) 2017. A repeat culture on (B)(6) 2017 remained negative. The patient was placed on vancomycin and zosyn and discharged home with six weeks of cefepime which they completed on (B)(6) 2017. No other reported complications reported at the time of the event. On (B)(6) 2017, the patient presented to the emergency room and found to have elevated white blood count. A CT of the abdomen found no contrast and no fluid collection. The patient was given a dose of vancomycin and cefepime and admitted to the hospital for further management. No additional information was provided.